Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function. A right ventricular (rv) and left ventricular (lv) lead were present within the patient, but not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, progress stalled because the lead started to snowplow. Therefore, upsized to a spectranetics 16f glidelight laser sheath, along with a spectranetics large visisheath dilator sheath. Advancement was made to the innominate vein, and the lead freed from the heart. A new ra lead was implanted; however, the patient's blood pressure declined and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon, pericardiocentesis, and sternotomy. An ra perforation was discovered and repaired, and the patient stabilized and survived the procedure. This report captures the lld ez providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the lld was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of lld devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.